Manufacturer narrative:
Product analysis: the product remains implanted; therefore no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon release, the valve dislodged on the left side. The dislodgement resulted in moderate to severe paravalvular leak (pvl). A second transcatheter bioprosthetic valve was implanted and moderate pvl remained. No additional adverse patient effects were reported that were related to the valve or the valve implant procedure.